Event description:
It was reported that the lead had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 ICD implanted: (B)(6) 2015; enew1010c82e stent graft implanted: (B)(6) 2010. (B)(4).